Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a pre-existing flail. The first clip was implanted without issue, reducing mr to 2. However, after deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted, stabilizing the slda clip and further reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology (leaflet flail). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.